Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator replacement procedure. Upon interrogation, it was noted that the right ventricular lead exhibited high threshold and loss of capture. The lead was capped and replaced on (B)(6) 2019. There were no patient consequences.